Manufacturer narrative:
The exact cause of the reported limb occlusion that extended to the right external iliac artery could not be conclusively determined. Films at implant and post-implant films that showed the limb occlusion were not provided. The complete in-vivo stent graft configuration and the blood flow dynamics at implant were unknown. The pre-implant films showed that there was wide spread thrombus present in the aneurysm sac. The films also showed that the external iliac arteries were moderately tortuous. The pre-implant wide spread thombus or the tortuous external iliac arteries may have contributed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: etlw1613c93ee, sn (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 54 mm in diameter abdominal aortic aneurysm. It was reported that approximately four months post index procedure the right endurant ii 16x13x93 stent graft limb had occluded into the right external iliac artery. The physician elected to treat the patient with medication (tpa) and the event was resolved. Per the physician the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.